Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 8 previously reported events are included in this follow-up record.   Product return status 8 devices were received.   Event confirmation status 8 reported events were confirmed. Evaluation results 8 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device had paint chips missing. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 8 devices were received. Event confirmation status: 3 reported events were confirmed; the cause was traced to component failure. 5 evaluations are still in progress. Evaluation results: 3 devices were found to be affected by chipped paint. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes 8 malfunction events in which the device had paint chips missing. 8 events had no patient involvement; no patient impact.